Event description:
On 8/10/2001, co learned that the removed graft was disposed of at the hospital.

Event description:
The dr claims that the graft was implanted for an axillo-femoral arterial bypass procedure. The graft leaked blood from three areas on its walls. The duration of the leakage and the quantity of blood lost through the graft are, at this time, unknown and unattainable. The dr elected to remove the graft. The procedure was continued successfully with another graft. There was no injury to the pt. The pt is doing well.